Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 65 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include passing out, being incoherent, not knowing their own name but also thinks the patient was having migraines and vomiting. The mother was the one who called the paramedics. The patient went through several tests at the hospital. The patient got a prescription of magnesium supplement but was still at the pharmacy. The patient was released the following day. The pod was worn when seeking medical attention.